Manufacturer narrative:
Initial and final MDR (B)(4) - MDR .- device 9 of 10.

Event description:
Reference number (B)(4). Event occurred in spain it was reported that, the patient experienced issue with 10 infusion sets cannula being kinked between 22-jul-2024 to 02-sep-2024. The symptoms were noticed within 3 hours of insertion. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.